Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in the maintenance area. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the left head brake caster and the foot end casters not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left head brake caster and the foot end casters to resolve the issue. Based on this information, no further action is required.